Event description:
It was reported during PICC catheter placement at the main campus of the hospital, the insertion sheath failed to advance after skin expansion. Inspection revealed a split crease at the sheath tip. Replacement with a spare sheath resulted in successful placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer and one photograph of a product label were returned for evaluation. An initial visual observation of the photographs showed use residue on the microintroducer. A small split and some plastic deformation were observed at the distal end of the microintroducer sheath; however, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.